Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they ran quality controls for levels 2 and 3 in replicates of 20 each, which were within acceptable range except for one sample. The cause of discordant co2 results on patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant carbon dioxide (co2) results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). It is unknown if the samples were repeated. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant co2 results.

Manufacturer narrative:
The initial MDR 1226181-2015-00178 was filed on april 14, 2015. Additional information (04/20/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After multiple attempts, no further information could be obtained from the customer. The cause of discordant co2 results on patient samples is unknown.